Manufacturer narrative:
Blood pump continued to run and line clamp remained open.

Event description:
A dialysis facility reported that an air detector alarm occurred during a hemodialysis treatment, but, the blood pump continued to run and the venous line clamp remained open. There was no visible air in the bloodline. The extracorporeal circuit was trasferred to another machine and treatment was resumed without any patient complication.